Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was not possible as lot number was not provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
Embolization of implant.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was not possible as lot number was not provided. This report is the initial report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
Possible embolization of celt acd device.